Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during preparation, it was found that the tip of the instrument was deformed. The surgery was completed using a different instrument, and the procedure was completed successfully. There was no delay, and no patient impact.

Manufacturer narrative:
The 9733457 probe pedicle instrument was returned to the manufacturer for evaluation. The findings and conclusions was that there was a bent tip/bent instrument. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.